Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error (line number 3294 file number 26) and the motor arm cannot communicate with the main arm alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected and the motor arm cannot communicate with the main arm. The customer's blood glucose level was 150 mg/dl at the time of incident. The customer stated that they were able to clear the alarms and rewind the insulin pump. Customer stated that the insulin pump passed the auto test. Customer reported that it was the second occurrence of those alarms. The insulin pump will not be returned for analysis.